Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shutdown and when powered up displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of the device shut down was not replicated or confirmed. The device was put through extensive troubleshooting which included bench handling, power cycling, functional stress testing, and calibration testing without duplicating the reported malfunction. The reported malfunction of runtime calibration 1051 error was duplicated and attributed to a faulty auto cal valve on the smart pneumatic module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.